Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) had peritonitis when asking technical support for assistance with the separate issue of long drain times/drain issues during pd treatment with the fresenius cycler. Additionally, it was stated the patient was using heparin for fibrin (known to cause drain complications) and that the patient¿s mental status was being called into question due to a subdural hematoma from a fall. In an additional follow-up call, the patient¿s pd nurse confirmed that the fall was not related to product or dialysis. There was no temporal relationship to the pd treatment as the patient fell in the shower. Additionally, the nurse confirmed the patient was using heparin (per standing orders) for fibrin. With respect to the event of peritonitis, the nurse provided that the patient was seen in the outpatient pd clinic on (B)(6) 2024 and had a pd culture obtained. Per the nurse, the pd culture grew escherichia coli (e.coli) and the patient was diagnosed with peritonitis. The patient was treated with intra-peritoneal (ip) antibiotic therapy on an outpatient basis (details not provided). The nurse stated the patient continues pd therapy with the same cycler and is recovering from the peritonitis event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient to a breach in aseptic technique/ not washing hands during the pd exchange during the pd exchange.